Manufacturer narrative:
Additional information in b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as the patient made an unspecified mistake. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (165mg, ongoing, route and frequency were not reported) and fortum (1g, ongoing, route and frequency were not reported). Five days after the event onset, the patient was discharged and was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.